Event description:
It was reported that during a robot assisted pneumorectomy, left upper lobectomy. Lymph nodes were dissected and not cut. It used on pulmonary artery. When the jaws were closed, the doctor could see the aorta on the other side. When the jaws were moved slightly upward to avoid the aorta, the bleeding started. When the jaws were opened, massive bleeding started. 3000 cc bleeding. The doctor shifted the chest open and sutured the aorta to stop the bleeding. It was an anterior chest opening, not a major chest opening. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 4/19/2024. B3: exact event date unk, entered 1/1/2024 as only the year was provided. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please specify where the bleeding originated from (pulmonary artery or the aorta)? Did the bleeding occur before the stapler was fired? Was a transfusion required? What was the pre and postoperative anti-coagulant and pain management protocol? Any clips, clamps, or graspers near the area where the device was being fired? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 5/15/2024. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: please specify where the bleeding originated from (pulmonary artery or the aorta)? Bleeding from pulmonary artery. Did the bleeding occur before the stapler was fired? Yes. Was a transfusion required? No information was given from the hospital. What was the pre and postoperative anti-coagulant and pain management protocol? No information was given from the hospital. Any clips, clamps, or graspers near the area where the device was being fired? No information was given from the hospital.

Manufacturer narrative:
(B)(4) date sent: 7/10/2024 additional information was requested and the following was obtained: please specify where the bleeding originated from the alleged issue with the device (pulmonary artery or the aorta)? The bleeding occurred from the pulmonary artery. Was the bleeding start time prior to using the device? The bleeding started when firing. Do they attribute the bleeding prior to firing to the alleged use of the device? No. The bleeding started when firing.